Event description:
On january 16, 2006 the lay user/reporter contacted lifescan (lfs) alleging the one touch ultra meter had segments missing from the display. The medical affairs specialist (mas) contacted the reporter through the interpretive language service to obtain and verify info. The reporter stated that in 2006 the pt obtained a result of 'greater than 500 mg/dl' on the reported meter. At the time of the incident the pt was experiencing hyperglycemic symptoms of vomiting and dizziness. The pt also obtained a blood glucose reading of 300 mg/dl and a retest of 80 mg/dl at 9:00 pm. After the pt obtained the result of 'greater than 500 mg/dl,' family member, the reporter, gave her 10 units of insulin, type unk. The pt was then taken to the hospital by family member, where her blood glucose reading was 340 mg/dl. The pt was diagnosed with dehydration, the potential for going into a coma, and was admitted to the ICU. The pt was treated with insulin intravenously. The pt adjusts her insulin dosage based on the meter readings. The reporter stated the first time the missing segments were noticed was three days ago. The meter and test strips were replaced. This incident is being reported because the pt may have delayed proper therapy for hyperglycemia by misinterpreting the earlier blood glucose result as a normal value due to the missing segments on the meter's display.